Event description:
The customer reported the tube was arcing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was found faulty and is on order. A f/u report will be filed when add'l details become available.